Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the problem was not confirmed. If add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.